Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: patient complaining of chugging sound from pump. Dark urine. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: tissue ingrowth on inflow cannula. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of inflow graft; replacement of pump. Other intervention : implant device type: lvad malfunction device type:.